Event description:
Information received regarding the device notes that the device was implanted in a newborn baby, but no pacing occurred. A new device was placed and there were no consequences to the patient.